Manufacturer narrative:
Evaluation method: a visual inspection and functional testing were completed. The device history and sterilization records were also reviewed. Results: a port-plug was inserted into the top port of the ipg. No other anomalies were noted. The ipg passed all functional test, including the auto-test. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint about "malfunctioning" could not be confirmed. The ipg passed all functional tests. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Please see mfg report # 1627487-2010-02780 for device 1. On (B)(6) 2009, the pt was implanted with an scs system. The surgeon gave this system in a biohazard bag to a company representative. His only explanation on why it was removed was that it was malfunctioning and the pt asked for it to be removed.